Event description:
I got the essure in (B)(6) 2010, cant remember the day but it was (B)(6) 2010. I went in to my doctors office and my doctor put it in. I wasn't put to sleep. Everything went well. I started to have pain a few months to a year later, pain in my female parts, hip, back, legs, chest, head. I still have all of these. I also have other problems such as forgetting a lot of things and more. My (B)(6) was cut out around the month of (B)(6). I have not been able to go to the doctor much other the ER a few times for pain in my back. (B)(4).